Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 (inadvertently omitted from the initial report), e1 (telephone number should be blank), e4 (inadvertently omitted from the initial report) h3 (inadvertently omitted from the initial report), h4, and h6 (type of investigation code ¿10¿ was inadvertently omitted for the initial report). Additional information added to fields b3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is confirmed that the reprocessing was conducted in accordance with instructions for use (IFU) and there is no deformation in the residue point. The root cause of the foreign material remained in the subject device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope foreign object came out of nozzle. There were no reports of patient involvement.